Event description:
A us distributor contacted zoll to report that a patient developed open itchy skin and pressure marks underneath the rear therapy pads and ECG electrodes of the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient's pharmacist recommended a salve for the skin irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.